Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg not working as intended. The patient was also in need of a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted product will not be returned.